Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dermatitis allergic ("rash/skin conditions"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (vaginal hysterectomy laparoscopic assisted salpingectomy laparoscopic). Essure was removed on 12-sep-2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, dermatitis allergic, bacterial vaginosis and vulvovaginal candidiasis had resolved and the post procedural complication, psychological trauma, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection, vaginal discharge and hypersensitivity outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, cystitis, dermatitis allergic, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,bacterial vaginosis, candidal vaginosis, menorrhagia,bladder disorder,bleeding 4 coils on right 4 coils on left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal size and configuration of uterine cavity with proper bilateral placement of the micro-inserts and bilateral proximal tubal obstruction and no contrast seen past the distal end of the micro-insert.. Lot number: 50701364 manufacturing date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dermatitis allergic ("rash/skin conditions"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic, bacterial vaginosis and vulvovaginal candidiasis had resolved and the post procedural complication, psychological trauma, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection, vaginal discharge and hypersensitivity outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, cystitis, dermatitis allergic, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,bacterial vaginosis, candidal vaginosis, menorrhagia, bladder disorder, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events:pain, abnormal bleeding, bladder disorder, urinary problems, uti, bladder infection, bladder infection, vaginal discharge, allergy reaction was added.new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dermatitis allergic ("rash/skin conditions"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (vaginal hysterectomy laparoscopic assisted salpingectomy laparoscopic). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic, bacterial vaginosis and vulvovaginal candidiasis had resolved and the post procedural complication, psychological trauma, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection, vaginal discharge and hypersensitivity outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, cystitis, dermatitis allergic, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,bacterial vaginosis, candidal vaginosis, menorrhagia,bladder disorder,bleeding 4 coils on right. 4 coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal size and configuration of uterine cavity with proper bilateral placement of the micro-inserts and bilateral proximal tubal obstruction and no contrast seen past the distal end of the micro-insert.. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dermatitis allergic ("rash/skin conditions"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), psychological trauma ("psych injury") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic, bacterial vaginosis and vulvovaginal candidiasis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered bacterial vaginosis, dermatitis allergic, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,bacterial vaginosis, candidal vaginosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received case became valid and incident. Previously reported event of injury updated to pelvic pain. New events menorrhagia, rash/skin conditions, bacterial vaginosis, candidal vaginosis, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.